Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. Sometimes blood glucose went down to 50 mg/dl. Customer stated that, she works closely with her healthcare professional and they've been changing things. Customer stated that, her blood glucose got down to a low of 25 mg/dl one time 3 years ago, and she's had about 4-6 lows since then in the 45-50 mg/dl range. Customer treated low blood glucose with food and declined troubleshooting for the same. The device will not be returned for analysis.